Event description:
It was reported that upon opening the lead package, the tip of the lead was found to be bent (inclusive of the first electrode). The product was not used in the pt. Another lead was used for implant. There was no pt injury.

Manufacturer narrative:
(B)(4).